Event description:
Boston scientific received information that this right ventricular (rv) lead and device noted an increase in the shock impedance measurement from 50 ohms to greater than 125 ohms. Manual testing determined that rv coil to can provided the most stable measurements. As a result, the device was reprogrammed accordingly. Boston scientific technical services (ts) reviewed the available information, due to the gradual nature of the shock impedance measurement increase, no conductor integrity issue was suspected. Ts suspected calcification of the lead tip could have contributed to the measurements. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.